Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla strength unknown). It was reported that the protocol was followed; however, the splint kit was not placed in the correct position.surgery to reposition the magnet was completed on (B)(6) 2018. The implanted device remains.